Event description:
Info received indicates the bed exit is not alarming.

Manufacturer narrative:
The technician isolated the issue to the bed exit tape switch which was stuck closed. He replaced the bed exit tape switch to repair the bed.